Event description:
It was reported technical services received a call about an episode recorded on the cardiac monitor. Many asystole events and some atrial fibrillation were detected. Patient was asymptomatic with asystole events. Follow up disclosed the sensitivity was adjusted. The cardiac monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.